Event description:
At the end of the robotic assisted laparoscopic resection for endometriosis, right ovarian cystectomy, fulguration of endometriosis, and appendectomy, the tip of the airseal 5mm trocar broke off while taking it out of the patient. The surgeon was able to remove the tip of the device from the patient. The patient was not harmed. The manufacturer has been informed.